Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was instructed to disconnect tubing, tighten connections, and deliver a 5-unit bolus. Upon discovering the infusion sets were expired, customer was advised changing supplies and resuming insulin. Customer declined further troubleshooting and planned to follow up if issues continue.